Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his prosthesis implanted for nine years and is no longer inflating. An inflatable penile prosthesis (ipp) revision surgery was performed in which the cylinders and pump were removed and replaced. No further information was provided.